Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue was occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 serial no- correction. D4 lot no- correction. D4 expiration date- correction. Primary UDI number- correction. D9: device returned to MFR - correction-initial was submitted as pending. D9: date device returned - correction-initial was submitted as pending. H2: type of follow up - additional information/ device evaluation/correction. H3: device evaluated by mfg- additional information. H4 device mfg date- correction. H6: additional information.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.